Manufacturer narrative:
(B)(4). Date sent: 11/13/2023. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that after articulating, the surgeon would start to close the stapler on the tissue. Right before the stapler would latch closed, the jaws would jump to the right by 1-2 degrees. Additionally, the stapler would wiggle at the start of firing, more dramatically that he has seen previously. There was no delay. No fragments made. Procedure successfully complete. No patient harm.

Manufacturer narrative:
(B)(4). Date sent: 9/19/2023. D4: batch # unk. B3: date of event is 2023, event day and month unknown. Captured as (B)(6) 2023. Additional information was requested, and the following was obtained please provide the approx. Thickness of tissue being fired on in mm? 1.5mm - 2.0mm did the surgeon feel any abnormal feedback while closing? None noted clarify on 'wiggle at the start'. All echelon 3000 staplers visibly move at the distal tip as the knife blade advances at the start of firing, especially when articulated. It is a well known trade off. This stapler moved more so than others I have seen. Approximate angle of articulation. 40 what color cartridge was being used? Gold, blue, white was buttress used? No an evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 12/7/2023. D4: batch # 530c34. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The articulation mechanism was observed that at the time of being articulated, the initial angle of articulation was not always precise. As additional testing, the device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The device was disassembled to verify the condition of the internal components and no anomalies were noted. There is no damage obvious damage to the articulation mechanism. The knife bands appear deformed but the deformation is within expected ranges for a device that has been fired multiple times at the maximum or near the maximum articulation angle. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. Device history review: a manufacturing record evaluation was performed for the finished device batch number 530c34, and no non-conformances were identified.